Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found a frayed grip cable. The frayed cable section stuck out at the instrument's wrist. The idler pulley exhibited pulley rim damage. No other damage was found.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, the tip of a mega needle driver instrument snapped and a piece fell into the patient. The piece was retrieved during the procedure. No patient harm, adverse outcome, or injury was reported.

Event description:
Intuitive surgical received information that the fragment was retrieved robotically using arm 2 with a large needle driver instrument. A surgeon was working on a second console performing a vaginal cuff closure tried to remove a tangled suture from the mega needle driver instrument with the large needle driver instrument. At that time the cable snapped as it appeared the cables on the mega needle driver instrument were inadvertently grasped.

Manufacturer narrative:
The instrument was returned, but the investigation has not been completed. A follow-up MDR will be submitted once the investigation is finalized. Intuitive surgical inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: a fragment from the mega needle driver instrument broke off, fell into the patient, and was retrieved. However, at this time, it is unknown how the fragment was retrieved.